Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that for the past three days prior to the report they have had incontinence and a return of symptoms. The patient did not feel stimulation, but their therapy was on. There was no trauma/falls reported that couldhave been related to the patient's issue. The change in therapy/symptoms was reported to be sudden. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.